Manufacturer narrative:
We are still awaiting receipt of the device or supplemental information in lieu of the device. As soon as the device or supplemental information is returned to the manufacturer for evaluation, an investigation will be conducted. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user requested to check the dacapo battery pack; bulging and leaking electrolyte were found. Currently neither patient contact to battery chemistry nor any injuries have been reported.

Manufacturer narrative:
Conclusion: the digitally sent device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, a mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a final report.

Event description:
The user requested to check the dacapo battery pack; bulging and leaking electrolyte were found. Neither user contact to battery chemistry nor any injuries have been reported. The device will not be returned due to iata regulations; however a device supplemental sheet has been received for investigation.